Manufacturer narrative:
Pr (B)(4).follow up for device evaluation it was reported there was a contaminated syringe. To aid in the investigation, one sample in a sealed packaging blister and six photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has embedded degraded resin. The photos show a syringe in its packaging blister. The syringe barrel has foreign matter that appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 3333865. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 302832 batch #: 3333865 it was reported by customer that I want to bring to your attention a contaminated syringe that was discovered in a box of # 56 bd 30-ml luer-lok sterile syringes. The contamination has been found on a single syringe thus far. This may be an anomaly as we have checked our stock and have not identified any other syringes affected. Please see the photos below of the affected syringe, and the corresponding lot (3333865) and exp (2028-11-30). Product#: 302832 verbatim: rcc received a complaint via email. Email(s) attached. I want to bring to your attention a contaminated syringe that was discovered in a box of # 56 bd 30-ml luer-lok sterile syringes. The contamination has been found on a single syringe thus far. This may be an anomaly as we have checked our stock and have not identified any other syringes affected. Please see the photos below of the affected syringe, and the corresponding lot (3333865) and exp (2028-11-30). Product#: 302832.

Event description:
Material#: 302832. Batch #: 3333865. It was reported by customer that I want to bring to your attention a contaminated syringe that was discovered in a box of # 56 bd 30-ml luer-lok sterile syringes. The contamination has been found on a single syringe thus far. This may be an anomaly as we have checked our stock and have not identified any other syringes affected. Please see the photos below of the affected syringe, and the corresponding lot (3333865) and exp (2028-11-30). Product#: 302832. Verbatim: rcc received a complaint via email. Email(s) I want to bring to your attention a contaminated syringe that was discovered in a box of # 56 bd 30-ml luer-lok sterile syringes. The contamination has been found on a single syringe thus far. This may be an anomaly as we have checked our stock and have not identified any other syringes affected. Please see the photos below of the affected syringe, and the corresponding lot (3333865) and exp (2028-11-30). Product#: 302832.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information received. Material#: 302832 batch #: 3333865. It was reported by customer that I want to bring to your attention a contaminated syringe that was discovered in a box of # 56 bd 30-ml luer-lok sterile syringes. The contamination has been found on a single syringe thus far. This may be an anomaly as we have checked our stock and have not identified any other syringes affected. Please see the photos below of the affected syringe, and the corresponding lot (3333865) and exp (2028-11-30). Product#: 302832. Verbatim: rcc received a complaint via email. Email(s) attached. I want to bring to your attention a contaminated syringe that was discovered in a box of # 56 bd 30-ml luer-lok sterile syringes. The contamination has been found on a single syringe thus far. This may be an anomaly as we have checked our stock and have not identified any other syringes affected. Please see the photos below of the affected syringe, and the corresponding lot (3333865) and exp (2028-11-30). Product#: 302832.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a contaminated syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, six photos were provided for evaluation by our quality team. The photos show a syringe in its packaging blister. The syringe barrel has foreign matter that appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 3333865. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.